Event description:
Hello, officials, I am an international graduate student at (B)(6) university. On (B)(6) 2021, I had a minor accident while removing a curtain in my bedroom. My right foot flipped while coming down from the bed and it got twisted. I went to (B)(6) university. Doctor (B)(6) diagnosed that I had metatarsal fracture in my right foot based on x-ray report. My leg was placed in djo cam walker (aircast elite medium size) on the same day. After 9 days I went to (B)(6) again and met dr.(B)(6). I was having continuous pain in calf. Initially I thought it is paining because of fracture but I felt something was pressing on calf and the cushioning was not working. The doctor also inspected the boot and found that it was faulty. Apart from cushioning issue, the inflation/deflation nipple was a big hard plastic piece which was hitting my calf really bad. On doctors advice I removed the boot that day completely and we were thinking it would get better but after couple of days the pain in calf became horrible and I was not able to walk or make my leg straight. I became almost crippled. When I went to doctor again, the pain was severe and I was on wheelchair. After looking at the leg, dr.(B)(6) referred me to emergency department, (B)(6) hospital, (B)(6) suspecting it to be a case of blood clot. At ER, I spent almost 5 hours for ultrasound and blood test. Ultrasound report stated that I have 3 clots in 3 veins in right leg. The experience at ER was too bad in itself. My leg was completely swelled up and it was very dark in color because of poor blood circulation. My leg was bursting in pain. Details are too much to mention here. Suddenly out of nowhere I got this life-threatening condition of dvt and the risk associated after dislodgment of a clot into lungs or heart are life-threatening. I can not put my leg into any cast for fracture and I have to make sure I move after every hour for blood circulation. My family wanted to bring me back to (B)(6) but doctors has denied the air travel as it is very risky to me. My doctor referred to me later to a vascular surgeon at (B)(6). They have increased the duration of blood thinner from 3 months to 6 months. My family is feeling so helpless as they cannot come here and I cannot go there. I have a life-threatening condition with dvt as well as increased risk of bleeding because of blood thinner. That thing has not affected me just physically only but mentally as well as financially. Being a student, this is the toughest and hardest part of my life. I still feel it was just a fracture and how bad it has become. My parents are really scared for my life and my condition. I feel it's my duty as well as my compulsion to inform FDA about this product, how is has damaged my leg and has given me a condition may be for my entire life. I still feel mentally traumatized with the pain and associated risk and how it is affecting every aspect of my life. I don't know when I might have to go for any emergency and what further could be required for testing and treatment. I started a complaint with the company thinking the product was just giving me calf pain but after knowing the damage it has caused is really shocking. I never had any history of clots nor anyone else in my family. I was completely healthy. I request FDA to look into my complaint and guide me with my legal options. Being a student, all this is too overwhelming for me but I look forward to hearing from you. Thank you regards (B)(6). Acute occlusive dvt noted within the right popliteal vein, tibial veins and peroneal vein. FDA safety report ID # (B)(4).